Event description:
It was reported that the patient experienced a cerebral micro-infarction. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted on (B)(6) 2024. The procedure was completed successfully with the closure device implanted in the laa. The six (6) month transesophageal echocardiography (tee) was good, and the patient was switched from direct oral anticoagulants (doac) to single antiplatelet therapy (sapt) at that time. A repeat tee was completed one month later with no issues noted. On (B)(6) 2024, the patient presented with numbness and dysarthria, and left cerebral micro-infarction was confirmed. Heparin and edaravone were administered to the patient to treat symptoms. The left atrial appendage was checked with tee, however, there was no device-related thrombus noted. The patient was on a medication regime of aspirin at the time of the event. There was occlusion on the left vertebral artery observed. There was no further patient compilations or deterioration. The patient symptoms disappeared after six (6) days, and the patient was discharged on (B)(6) 2024. The physician suspected that the infarction was most likely due to the vertebral artery factors but could not rule out the watchman device as a possibility.